Event description:
On an unknown date in (B)(6) 2008, this patient was implanted with non-gore stent graft(s) to repair a thoracic dissection. On (B)(6) 2009, the patient was implanted with a gore® tag® thoracic endoprosthesis to repair a thoracic dissection. It was reported that the gore® tag® thoracic endoprosthesis was overlapped with the previously implanted non-gore stent graft and a vascular graft (the location of the vascular graft, the date the vascular graft was implanted and the manufacturer of the vascular graft are unknown). During the procedure, the patient's right lower extremity became occluded. A thrombectomy was performed and a bare metal stent was implanted at the site of the occlusion. The blood flow to the right lower extremity was restored. The patient tolerated the procedure.

Manufacturer narrative:
Additional manufacturer narrative: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.